Manufacturer narrative:
Device evaluated by MFR. Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a neurostimulation system for low back and right leg pain on (B)(6) 2003 consisting of a receiver and two percutaneous leads. It was reported that the pt was experiencing overstimulation when using the receiver. Further investigation revealed that one of her leads had migrated. Surgical intervention was undertaken on (B)(6) 2010 to reposition the affected lead; however, during the procedure, one of the leads was replaced due to the physician's inability to advance the device to the desired location. F/u on the pt found that effective stimulation has been recaptured since the surgical procedure. No other issues were reported.